Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing, the device failed delivery accuracy test. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage from the disposable aa batteries was noted in the battery compartment of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.